Manufacturer narrative:
(B)(4). Date sent: 03/01/2016. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic pneumonectomy, the tip of the sleeve was chipped. The chipped pieces were retrieved. No pieces were left inside the patient. Devices which were inserted into the trocar were a 10 millimeter rigid scope, an end gia ultra standard (covidien) and a 5 millimeter liga sure (covidien). Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that only the sleeve for a tt012 device was received. Upon visual inspection the sleeve was noted to be cracked and chipped, the broken (chipped) part was not received for further analysis. Due to the damages found on the sleeve, a possible cause for this condition is due to improper handling it appears that sleeve hit a hard surface and this caused the reported event. It should be noted that all ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.